Event description:
According to the available information the pusher could not be connected; it fell off, and there were also several problems with readjustment¿as if the material of the stent was too wide or worn out, or the pusher was too small.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found four complaints regarding the lot number 10492423. According to the informations known quality database was checked and revealed one anomaly recorded: nc "jj tumor stent out of specification" opened on august 2025. The action are ongoing. A similar case study was performed based on ureteral stents in vortek range; defect: disconnection issue from (B)(6) 2021 to (B)(6) 2025, 13 similar cases were found. A rmf evaluation was performed based on criq244 - risk identified: 11216 (jj is not compatible with pusher). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the pusher could not be connected; it fell off, and there were also several problems with readjustment¿as if the material of the stent was too wide or worn out, or the pusher was too small.